Event description:
It was reported that the user experienced hyperglycemia while using the ilet after falling asleep with approximately 40 units of insulin remaining, missing low insulin alerts, and subsequently running out of insulin; the user then performed a cartridge change, verified the connector, and visually inspected tubing without observing air bubbles. Symptoms included elevated blood glucose, with a reported value of 440 mg/dl. Outcomes included the need for troubleshooting and education with continued monitoring at home without medical intervention. Investigation included technical support troubleshooting and user education by phone. Investigation of this case revealed user-related factors consistent with insulin depletion during sleep and subsequent device use with a new cartridge, without evidence of device malfunction based on user checks. It was concluded that the event was attributable to use conditions leading to insulin exhaustion and resultant hyperglycemia, with device function not demonstrated to be impaired. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.